Event description:
Per the audiologist, the pt had no sound after approx 3 months of cochlear implant use. An x-ray showed the electrode array had "folded over''. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report, filed on august 14, 2008.